Event description:
It was reported that a cadd® cadd-prizm® vip system had high delivery infused. There is no report of any patient involvement.

Manufacturer narrative:
No patient involvement. One cadd legacy prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of high delivery infused was not verified. The event log showed pca dose attempted and started, all system fault 42, 142, and power down on (B)(6) 2018. Service found no issues during review of the product so no actions were taken at this time. Use testing was performed. The problem source is unknown.